Event description:
During implant procedure, a loss of capture was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the issue. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece. X-ray inspection found the inner coil was overtorqued and all filars were broken/separated at the connector region. The cause of the reported event was due to overtorqued inner coil with all filars broken/separated consistent with procedural damage.